Event description:
It was reported that prior to surgery that a foreign substance was found inside of the sterile package. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided since the packaging meets specifications.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was created in error and should be voided.